Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower station repeatedly entered the carefusion blue screen state, requiring the user to reboot the station multiple times in order to restore functionality. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station intermittently entered the carefusion blue-screen state. A technical support specialist (tss) uninstalled the component manager from the control panel and installed version (B)(4) (component manager.net framework 4, 5.30.0.4) by following the steps in the knowledge article 'dst re-register rss component manager.' The tss then rebooted the system, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.